Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the battery is deteriorated. There was reportedly no patient involvement. Results of functional testing indicate that that the battery is deteriorated and caused the functional test to fail. A replacement battery was ordered to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the battery is deteriorating. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.